Event description:
Pt had revision of sliding core of the star ankle 7 years after implant. Core was found to be broken on revision.

Manufacturer narrative:
Product not returned for eval. Examination of device history records showed no anomalies. Device wear after 7 years in young, active pt is anticipated.